Event description:
The user facility reported that during a patient procedure the touch panel and field monitors were displaying images from the nurse's personal computer. No injuries were reported however, a procedural delay occurred due to the reported event.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service specialist arrived at the facility, inspected and tested the integration system and was able to duplicate the reported issue. The technician performed the necessary repairs, tested the system and placed it back into service.